Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced disorientation, didn't know what he was doing, and didn't know where he was at but was however parked in a parking lot. The patient could not explain where he was to his sister, so the sister called the police, and reported a missing person because he couldn't articulate anything. The police in their county coordinated a "find me" event. After a couple of hours of trying to triangulate where the patient was, they found him and sent an ambulance. Ambulance personnel took a fingerstick and his bg was 51 mg/dl but there was no cgm value reported. The patient couldn¿t recall if he was given something but said that he was brought to the hospital. At the hospital the patient was treated with glucose gel. He stayed at the hospital for less than 24 hours. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.